Event description:
Patient revised to address loose femoral component between cement mantle and implant.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. It is stated in the initial reporting that the MFR of the cement product associated with this event is not known. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info to be received, the investigation will be reopened. Depuy considers the investigation closed.